Event description:
It was reported that the remote transmission showed there was both an atrial and ventricular lead warning for high impedance paces. These measurements were taken on the date of the implant of the leads. This is most likely from the cautery during the implant. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.